Event description:
It was reported that in clinic and upon interrogation, the atrial lead exhibited high impedance, unacceptable threshold, noise, and a sensing anomaly. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).